Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. The lens was returned in micro-centrifuge vial, with moisture on lens. Visual inspection found a piece of one haptic missing. (B)(4).

Event description:
The reporter indicated the surgeon found a 13.2mm vticm5_13.2 implantable collamer lens, -10.50/+1.5/091 (sphere/cylinder/axis), was cracked after opening the lens vial. The lens was not implanted and there was no patient contact. There was no medical or surgical intervention necessary and the lens was exchanged for another same model lens. The lens exchange resolved the problem.